Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer's blood glucose level.